Event description:
A cartridge alarm was reported by the customer, which occurred during the loading process. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge, and a replacement pump was provided in response to prior cartridge alarm occurrences. Additionally, the customer requested eight infusion sets and cartridges.